Event description:
Information received that the brakes were not working. No injury reported.

Manufacturer narrative:
Technician found the bed with tag stating "brakes not working". Found the brakes do hold, but they ratchet around. Replaced all four brake casters and hex rods to resolve the issue.